Manufacturer narrative:
The reported event of premature depletion was confirmed in the lab. Interrogation of the device revealed the device was at end of life when received. The battery log shows accelerated battery depletion and high current. Testing was performed and high current was found. The cause of the field event is high current due to an electrical integrated circuit component failure.

Event description:
It was reported that the device reached its elective replacement indicator (eri). Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.